Manufacturer narrative:
Concomitant medical products: product ID neu_label_acc, serial# unknown, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: the date not feeling the stimulation/fall was first observed was (B)(6), 2019. When asked the circumstances leading to not feeling stim: patient responded: no change except patent was not properly shown how to use the device. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_label_acc, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that since her hcp hasn't been any help she has read her patient manual from cover to cover many times, but is still confused. The patient wanted patient services to review button use to make sure she has been turning her therapy on and off correctly; patient confirmed she was doing this task correctly. The patient stated she has been a little confused by the booklets she received since implant and the last time she read the material was about a year ago. The patient stated that she has been going through 3 depends a day with has no control and as soon as she stands up she goes to the bathroom which started about 2 weeks ago. The patient stated that she has tried adjusting her therapy setting, but that has not resolved the issue either. The patient stated that she will feel stim, but then won't feel stim so she needs a hcp to look at her device and figure out how to help her with her return of symptoms. The patient is not currently feeling stim. Since patient stated she has tried changing her therapy settings (tried all programs) and that didn't resolve the issue, the patient stated that they had a fall and wanted to know if this could cause her leads to move. Patient services recommended to follow-up with an hcp. There were no further complications reported.